Manufacturer narrative:
MFR ref no: (B)(4). Baxter rec'd and evaluated the device. The system error 322 was confirmed through review of the device history log. The pump was tested for 24 hours and the alarm could not be reproduced. An evaluation of known contributors to system error 322 has determined that the upper and lower aux assemblies were failing and caused the alarm. The upper and lower auxilliary assemblies have been replaced.

Event description:
It was reported that a pump alarmed for a system error 322 during an infusion in the nicu care area. The customer stated that there was no pt injury reported but was noted as an unsafe condition.